Event description:
Her device was most recently interrogated (B)(6) 2019. At this time it shown her atrial lead threshold had gone up past 4 v at 0.6 ms. She also had an estimated battery longevity at this time of 6 months. FDA safety report ID# (B)(4).